Event description:
It was reported that the patient implanted with this product complained of redness around the pocket area. The patient was referred to their physician. The product was later explanted due to patient infection.

Manufacturer narrative:
This report is being filed to correct the manufacturer name and address information and manufacturer site facility name and contact information.